Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing and two electric shocks for what appeared to be atrial driven arrythmia with rapid ventricular response (rvr). Device was reprogrammed. Device currently remains in service. No additional adverse patient effects were reported.